Manufacturer narrative:
The reported complaint of the same hvr episode having different durations between a june 16th remote session record and a june 24th session record was confirmed. Based on the information provided, it was determined that the hvr episode was ongoing during the june 16th in-clinic session. The june 24th in clinic session record has the episode duration of 1h 4 m 12 s and indication that the episode is still ongoing since the hvr exit criteria has not been met yet. The device is behaving per design and since the hvr episode has not ended, the duration is likely to continue to increase.

Event description:
It was reported a patient's pacemaker presented with an incorrect diagnostic measurement. No changes were reported. The patient was stable.